Event description:
It was reported that rotablator burr became stuck inside the patient. A rotablator rotational atherectomy system was selected to treat the unspecified target lesion. During procedure, it was noted that the rotablator burr catheter became was stuck in the patient. The procedure was not completed due to this event. The patient had to undergo cardiothoracic surgery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).